Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 472mg/dl. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump was received in with unresponsive buttons due to an unlocked connector. Unable to verify the motor error alarm due to the keypad anomaly. The motor was tested outside of the device and passed. The device was received in with the drive support disk missing, a cracked case, scratched lcd window and broken reservoir tube lip.